Event description:
It was reported that the patient experienced an arrhythmia. The patient underwent a concomitant pulse field ablation (pfa) and a left atrial appendage (laa) closure procedure. A faradrive sheath was used and ablation with the farawave catheter was successfully completed. The faradrive sheath was removed from the patient, and the ablation procedure was completed. A watchman trusteer access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and was successfully implanted. After closure device was implanted, the patient developed an arrhythmia. Additional ablation was performed using a non-boston scientific catheter introduced through the faradrive sheath. During completion of the ablation, a pericardial effusion was noted along with a coronary sinus perforation. The physician performed a pericardiocentesis the effusion was managed for approximately one hour. Protamine was administered to the patient, and they received a blood transfusion. A thrombus was observed in the right atrium. Cardiothoracic surgery was consulted, but the decision was made to continue treating the effusion at that time. Cardiothoracic surgery was reconsulted, and the patient was transported to the operating room for surgical intervention to treat the perforation and pericardial effusion. There were no other complications that were reported to have occurred, and the patient is expected to make a full recovery.